Event description:
Caller tested 6.5 inr on the coaguchek system while a comparison lab returned as 4.0 inr. Caller's coumadin dose was decreased based on lab value. No adverse event reported. Requested return of suspect system and replacement was sent.